Event description:
A consumer reported that three days following intraocular lens (iol) implant surgery, he is experiencing pain in the morning when exposed to light. The symptom resolves over the day and is considered to be moderate. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate response management personnel. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).